Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that, following intraocular lens (iol) implantation, the patient had blurred vision and glare. The lens was explanted after one month following the implant procedure. The clinical reason for explant was given as significant asthenopia. Additional information was requested, however, no new information has been received.